Event description:
Device has been explanted.

Manufacturer narrative:
The events of infection, seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, revision, significant scarring, disfigurement, tissue damage, removal of implants, swelling, pain, accumulation of fluid, capsulectomy, rashes, itching, contracture, asymmetry; post-operative complications including infection; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Patient has not been diagnosed with bia-alcl."

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation and device appearance (observed 40 mm dark patch edge material inside gel device). Weight measurement identified device weight to specification. Cloudy was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.